Event description:
During a cardiac catheterization an acist kodama intravascular ultrasound catheter was used. When the device was removed from the coronary artery the orange tip of the device fell off and stuck on the interventional wire inside of the coronary artery. A snare was inserted, and the piece was successfully removed from the coronary artery. No harm to the patient.